Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure alarms. Tissue plasminogen activator was added to the purge to resolve the issue. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
Added: d3. High purge pressure: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Event description:
After 7 days of support the patient expired. The death was due to the family and team making decision to withdraw care. The death is being conservatively reported however, is not related to the purge concerns and most likely related to the patients underlying clinical presentation of scai shock stage e. An impella 5.5 was inserted via the axillary artery graft site to support the 65-year-old male patient who had been admitted in with cardiomyopathy, presenting in scai stage e shock. Prior to the pump placement the patient was supported by extra corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. On the day after implant of the 5.5 there were concerns of high purge pressure alarms. The purge flow was also under 3cc/hr. To remedy the purge issues the team added the lytic, tpa, to the purge fluid. This resolved the alarm and flows. The pump remains on for support and patient has no harm or injury reported. The tpa was utilized for the high purge pressure to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
Additional information was received and provided the explant date. The outcome at end of unit support noted care was withdrawn and the patient subsequently expired. D6b explant date has been updated accordingly (d6a implant date repopulated). The clinical assessment update was completed, captured to b5 event description. Following the clinical assessment, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Complaint coding was revised as a result of the additional information to more accurately reflect the reported event. Consequently, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Correction. D4 catalog number, d4 serial number and d4 unique device identifier were updated, corrected accordingly.